Event description:
Procedure: lobectomy. The pt was prepped and draped in normal fashion. The incision was made and cauterization began. Upon the second pass of the cautery, a loud explosive sound was heard with flames noted immediately. The flames were quickly extinguished by smothering and use of saline. Burns noted on pt as a result [type of burns unknown]. Testing of esu after incident revealed decreased output. Surgical prep solution is thought to be factor in this incident.